Manufacturer narrative:
The report we received from the field indicated that the target lesion was in a moderately tortuous mid circumflex and the physician performed a direct stenting procedure. The sds balloon burst at 10atm in the moderately calcified lesion. The stent was successfully deployed. A 4.0 x 10 nc raptor was used for post dilation. There was no pt injury. Pt info was requested, but was not available. The product is available for evaluation and testing. However, the product has not been rec'd as of this date. Additional info will be submitted within 30 days upon receipt.

Event description:
The stent balloon burst at 10atm. Stent was successfully deployed.